Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report. Same pt event as MDR 9610622-2011-00133.

Event description:
Dr reports via our sales rep, that a reposition spoon (universal rod and the spoon) broke off in the pt. We used the spoon for a distal femur repositioning. It was difficult to reposition. We took care to ensure that we not turned the wrong way. When taking out the spoon it was found that the screw thread was broken and the piece was left behind. For removal the pt had to be opened and the spoon was removed.